Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Gastro-intestinal perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the duodopa specialist reported that the procedure for the placement of the tubes had failed after a month ago and the patient experienced "stomach perforation." It was unknown if the stomach perforation was related to the peg or j tube. No further information was available as multiple attempts to obtain additional information were unsuccessful. Conservatively, abbvie has chosen to report this complaint.